Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the pacemaker was reused as an external temporary pacing device. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the 'no problem detected' conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The allegation against the device was not confirmed. This supplemental is being filed to capture the return date and investigation results.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the pacemaker was reused as an external temporary pacing device. There were no additional adverse patient effects reported. The pacemaker was explanted.